Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 14:27:10. During night drain cycle one, the patient's ultrafiltration reading was 681 ml; this indicates that the home patient (hp) drained 681 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.